Event description:
I was told via telehealth online call to referred urogynocologist due to frequent urination and dr. Advised must have surgery no other options advised or discussed and placed a johnson and johnson ethicon gynecare bladder sling. I ended up from the day of surgery in pain and suffering for 2 years, I finally found a physician willing to remove the sling and still suffer. I ended up with erosion through my vaginal wall and nonstop pelvic pain and still suffer. Yes you may contact me.